Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into back up mode. The device was successfully restored. The patient was stable and asymptomatic.